Event description:
Clinical study. It was reported that 143 days after a coronary drug eluting stenting treatment procedure, the patient developed substernal chest discomfort and experienced diaphoresis. The lesion being treated was located in the left circumflex (lcx). The physician treated the lesion with placement of a taxus express2 2.25x12mm study stent. One hundred forty three days after the index procedure, the patient developed substernal chest discomfort. The patient had diaphoresis, but no nausea or vomiting. EKG showed no changes and cardiac enzymes were negative. Patient was taken to cath lab on that date and had angioplasty and stent placement for restenosis of the distal circumflex. Patient was discharged in stable condition the next day. In the opinion of the physician, the relationship of the restenosis and the angina is possibly related.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with the complaint incident.